Event description:
This ra lead was implanted on (B)(6) 2008. A call to technical services (ts) on (B)(6) 2012 states that patient presents for normal scheduled followup. Strip shows atrial sensor driven pacing at 122 ppm- decreasing to 116ppm. The ventricular paced rate mirrors the atrial rate at the programmed minimum davd 160ms. There is an intrinsic atrial event which is either retrograde p-wave or a sinus beat occurring in pvarp and appears to be conducted with a pr interval of 200 ms. The intrinsic ventricular event falls in blanking [vs]. This combination of under sensed events prevents both the intrinsic atrial events and ventricular events from being sensed until the ap-sr rate slowed enough to allow vs to come through. At that point, noted 6 beat run of vf. Noted 53% atrial paced events on histograms. Reports good lead diagnostics ts advised this is atrial pacing so much because patient's own rate couples with pace rate intermittently enough to result in the rhythm noted on strip. Reports clinicians increased mtr/msr to 145 also discussed making atrial channel less sensitive. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).